Event description:
Strings don't feel secure, felt like going to pull out [device physical property issue plunger wouldn't push the tampon up [device deployment issue] cause was traced to design [product design issue]. Case description: consumer reported via email that the tampon plunger wouldn't push the tampon up. No injury was reported.